Manufacturer narrative:
A specific root cause could not be identified. From the provided calibration and qc information, a general reagent issue was not likely. The most probable reason for the event was the damaged pinch tubes on the analyzer.

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result when tested in a false bottom tube was 0.042 uiu/ml. The repeat result on another cobas e601 analyzer was 1.70 uiu/ml. All of the results were reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 17913803 with an expiration date of 04/30/2015. The field service representative found damaged pinch tubing and replaced it. The customer ran precision testing on the tsh assay and it was acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).